Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump was returned with infusion reading but nothing was infused. The event occurred while in use with a patient. No patient injury was reported.

Manufacturer narrative:
Other, other text: e4 is unknown. No information has been provided to date. H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: two units were received with its original packaging and in unused condition. The complaint returned units were visually inspected under normal conditions of illumination. No damage, slits, discrepancies or contamination was observed in the units returned during the visual inspection. The samples were set for accuracy testing. Samples passed the accuracy test; thus, the reported failure mode was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No corrective actions were required since the complaint was not confirmed. Continued monitoring of this failure condition will be ongoing in the event future escalation is needed. No fault was found with the sample. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.